Event description:
It was reported that the customer was hospitalized on 01/02/2015 because of her high blood glucose level of 380 mg/dl and dehydration. She received a no delivery alarm. The customer treated her blood glucose level with a manual injection. She was in a car accident and was driving at the time of the accident. The customer was not wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.